Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call bolus was not being recorded and customer's blood glucose levels were running high. The customer's blood sugar was 500mg/dl at the time of call. It was reported customer was experiencing high blood glucose due to bolus not being delivered or recorded in the device's history. Advised to upload carelink so insulin pump activities could be further analyzed. Advised to call back once the carelink upload was completed. The insulin pump will not be returned for analysis.